Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00008. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 17 out of 20 reports that are being submitted as initial individual mdrs. Date of birth or age at time of event: unknown/not provided. Sex: unknown/not provided. If implanted, give date: not applicable iol was not implanted. If explanted, give date: not applicable iol was not explanted. (B)(4). Device evaluation: the plunger and pushrod were observed in the advanced position. The pushrod was observed that overrides the lens in the cartridge. Residues of lubricant material was observed on the cartridge. The cartridge tip was observed slightly deformed. The lens was observed stuck in cartridge. It was too hard to remove the lens from the cartridge to address the iol torn condition reported. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as iol torn and loading issue could not be verified. However, the complaint issue reported as stuck in cartridge was verified. Based on the analyzed of the returned, there is no indication of a product quality deficiency. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) had a loading issue. The iol got torn and was severed in half. Additionally, the iol would not advance. No other information was provided.